Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. It was further reported that the patient incorrectly inserted the sensor, hit a vessel and experienced a flash of blood. At the time of contact, the foreign distributor did not report any medical intervention.